Event description:
It was reported that the device had atrial pacing events occurring after mode switch occurred. It was indicated that the patient "felt something" on the date of the mode switch and that there were other episodes "where there was not atrial pacing and the patient did not feel anything". Settings for the device were reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.